Manufacturer narrative:
(B)(4). On unreported dates beginning in (B)(6) 2016 to the time of this report, the patient experienced peritonitis. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unknown date, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal cefazolin sodium pentahydrate (dose, frequency, and duration not reported) for peritonitis. On an unreported date, during treatment, pd therapies were discontinued and treatment with cefazolin sodium pentahydrate was discontinued. At the time of this report, the patient had recovered from the peritonitis event. On an unreported date, pd therapies were restarted. No additional information is available.